Event description:
Note: this report pertains to one of three resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the colon during a colonoscopy procedure to treat polyps performed on (B)(6) 2025. During the procedure, upon using the clip it would not deploy. Additionally, the same problem happened on the other two resolution 360 clip. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.